Manufacturer narrative:
A product investigation was completed: a visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. Per the technique guide, the 314.115 t15 stardrive screwdriver is an instrument routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported to have been found broken. This condition is confirmed; the phenolic handle has fractured both longitudinally and transversely though only two distinct pieces of the handle were returned. It is likely that frequent repeated use and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in very worn condition. Since the manufacture date is unknown, the current drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that frequent repeated use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being inspected by the manufacturer, it was noted that the handle of the returned device was broken into multiple pieces.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver was found broken on the sales consultants cart. No additional information available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).